Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 18aug2020.

Event description:
The customer reported check vent alarm consistent with the proximal pressure is not measured and pressure-related alarms are compromised. The unit was repaired for same issue (B)(6) 2020 which was originally addressed in record (B)(4). Customer requests repair under 90 day warranty. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse verified the reported issue. Following the evaluation of the device, the fse replaced the da board to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.